Event description:
Pt with chronic back and left lower extremity pain (lumbar nerve disorder, lumbar spinal stenotis and lumbar neuralgia) and implantation of permanent spinal cord stimulator and pulse generator in 2007. This followed a successful trial of scs in 2007. The pulse generator was unable to maintain a charge and thus was replaced in '08.